Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The infusion device was no longer delivering insulin. The patient was admitted into the hospital with blood glucose levels over 500 mg/dl. The patient was treated with novorapid insulin via pen. The patient was currently still in the hospital.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product. The manufacturing site name was updated in section g1.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.